Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., g.1., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified a fold crease, wear abrasion, cracked valve and partial delamination of the valve. A leak test and microscopic analysis were performed which identified a cracked valve and partial delamination on the valve. Based on the device analysis, the final assessment is a cracked valve seat diaphragm valve, and partial delamination on the valve due to adhesive failure.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.